Manufacturer narrative:
Patient was born in 1933. Patient experienced peritonitis on an unreported date in (B)(6) 2014. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported but was reported as being associated with fluid overload and under-dialysis. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this event, action taken with pd therapy was not reported. The patient recovered from this event. Additional information is not available.

Manufacturer narrative:
It was reported that the cause of the peritonitis was digestive translocation with an origin of ineradicable colon neoplasm. Peritoneal dialysis therapy was ongoing at the time of the event. Upon further review of this report, it was determined that baxter peritoneal dialysis disposable products are no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.